Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for an air water button does not push water out when pressed. During the device analysis, the service center technician indicates that a white substance found in the air water channel from the scope connector side was found. There was no patient involvement.